Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient was recommended spinal fusion surgery from t1-s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. Allegedly, "the patient was in more pain than prior to surgery which gradually increased even though the patient was taking pain medications. " on (B)(6) 2011: the patient underwent second surgery for l5-s1 laminectomy and removal of a right side s1 screw. Allegedly, "the patient was in more pain, in her upper and lower spine with pain that radiates into her legs. Nerve damage was observed in the spine."